Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the buttons on the insulin pump were unresponsive. When he pressed the b and up arrow buttons on the insulin pump the numbers kept scrolling. The insulin pump powered off and it would not turn on after changing the battery five times. Customer's blood glucose level was 357 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.